Manufacturer narrative:
The device has been received for evaluation. However; device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Customer's blood glucose level was 290 mg/dl. Reportedly; the customer reverted to an alternate method of insulin therapy.